Event description:
During a transfemoral tavr procedure, the 29mm sapien xt valve landed too aortic and had moderate-severe paravalvular leak (pvl). A 2nd xt valve was deployed. The xt valve was introduced into the native aortic valve and deployed. Post deployment the angiogram showed the valve had landed 90:10 aortic/ventricular (a/v). Echo showed mod/severe pvl. The team prepared a 2nd 29mm sapien xt valve and deployed it within the 1st sapien xt. Post deployment, the 2nd valve position was 50:50 a/v with echo showing no pvl. The procedure was completed and the patient was transferred to the ICU in stable condition. It was felt that the operator inadvertently moved the system during deployment affecting the valve landing in the too aortic position. The aortic valve area measured 543 mm² by CT, with moderate valve calcification.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) and valve malposition requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. The patient screening manual and the procedure didactic also identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, it appears that the movement of the delivery system by the operator during deployment likely caused the valve to land in a too aortic position, which in turn may have caused the pvl. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.